Manufacturer narrative:
Correction: section h6 - health effect - clinical code should have been "1721 - arrhythmia" rather than " 4582 -no clinical signs, symptoms or conditions".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with atrial fibrillation and a normal heart beat per minute. It was noted that several non-sustained right ventricular oversensing episodes starting (B)(6) 2020 were observed. The oversensing appeared to be myopotentials on the right ventricular lead. The patient was brought into clinic asymptomatic, with no complaints. Isometric testing revealed normal parameters. Noise was observed with pacing inhibition with deep breaths. Programming changes were made and the low attenuation filter was turned off. The patient was to be monitored remotely routinely. The patient left in stable condition.